Manufacturer narrative:
B5; additional information received; it was reported that there was no resistance when inserting/ advancing the delivery system. There was no damage noted in the device when removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device returned with the external slider in the home position. A severe kink was observed on the graft cover at the end of the stent stop cup. There was no further damage observed to the device. The graft cover was pinched at the kink site to in an attempt to open and slightly straighten the graft cover. The graft cover then retracted on rotation of the external slider and the stent graft was deployed without any issue. A kink was visible on the spiral tubing at the stent stop cup. The reported deployment/expansion difficulties could not be confirmed through analysis. A kink on the device was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb etlw1616c124ee was intended to be implanted as part of the endovascular treatment of a 81mm ruptured abdominal aortic aneurysm. It was reported that during the index procedure, the pre-operative preparation went well. The device was inspected and appeared normal before use. When the endurant limb needed to be opened, the stent tip could not be opened and deployed. The physician held the grey handle with one hand and rotated the blue handle with the other hand, but there was no response. Pulled the upper trigger of the blue handle and pulled it down but the stent still could not be deployed. Another stent graft was used instead and the procedure was successful. No cause was of the deployment issue was provided. No additional clinical sequalae were provided and the patient is fine.